Event description:
There was no patient involved in this event. Pad unit has flashing red status indicator light.

Manufacturer narrative:
The history log showed the pad-pak was first installed by the user on the 2nd november 2012 and that it had performed to specification up to 11th december 2015. The returned pad-pak was then installed. The device was power cycled passing a self-test. The device powered off with no warnings given and the green status led flashed throughout. The device was then tested on calibrated equipment. The device delivered a test shock without fault and an acceptable measurement was recorded. Investigation found the device performed to specification throughout the investigation. During the investigation the device was power cycled multiple times without fault. The device was also tested at extremes of the temperature range (0 and 50 degrees celsius) and operated correctly throughout. The status leds were visually inspected with no abnormalities found. No failed self-test are recorded within the history log, therefore the red status led should not have been flashing.